Manufacturer narrative:
(B)(4). G2: norway. D10 - medical product: catalog #: 11-210042, explor 12x24 mm implant head, lot # 943900. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced loss of range of motion and stiffness 3 months post operation. There was no supination, total rom 35 degrees ext/flex, and arthrosis open surgery with bone exicision. The patient received reoperation for these issues. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). It was reported that a patient required a reoperation due to excess bone formation resulting in stiffness and reduced range of motion. The implants remained intact, and the complications resolved after the bone removal. Heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that during the reoperation procedure, that none of the devices were removed. The patient had bone removed to resolve the event.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.